Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a change in r-wave amplitude and an increase in capture threshold. Repositioning attempt failed as the lead helix was unable to re-extend. The lead was instead explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported events of inadequate capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and overtorqued inner coil consistent with procedural damage.